Event description:
It was reported to the manufacturer that the site has been facing communication issues with their wand. Replacing the battery did not resolve the issues; therefore, the non-working device was replaced. The new wand resolved the reported issues. Good faith attempts to obtain the product for product analysis have been unsuccessful to date.